Event description:
Arjo received notification of a patient's death from the north wales coroner's office, which reported that a patient had passed away as a result of falling. Following the information provided, the patient seemed unable to stand and asked to be lifted. The patient slowly slipped out from the device to the floor and was unable to hold themselves up using sara stedy's active floor lift.  So far, no other details have been provided.

Manufacturer narrative:
Waiting for the additional information regarding event circumstances. Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
The arjo representative communicated with the corner's office to answer the questions. During the conversation, the coroner stated that the issue was unrelated to the sara stedy device. The coroner¿s explained that a patient fell a day before a sara stedy was supposed to be used. Based on the provided information from the coroners, it has been concluded that the patient's death was not related to the arjo device. A sara stedy floor lift was not used at the time of the event. No device malfunction was reported, and from that perspective, the device meet its specifications. The complaint has been reported to competent authority as the initial information suggested that that the patient fell from arjo device. This information turned out to be erroneous, therefore the reported issue is not considered a reportable scenario.

Event description:
The coroner contacted arjo with additional questions regarding the event. On that day, arjo learned about the event with the involvement of sara stedy's device. The information indicated that the patient died as a result of a fall. The patient was unable to hold themselves using sara stedy and before the caregiver grabbed the seat to put it under the patient, the patient slipped down, slowly, to the floor. The device was not evaluated by arjo due to the fact that the coroner did not provide customer details.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.